Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images shows initial films of lumbar spine show advanced disc degeneration at l4 and l5 with moderate collapse at l5, severe at l4. Grade one spondylolisthesis noted at l4. Stenosis is reported l3 to l5. Constructed applied extends from l3 to s1 with tlifs done at l3, l4. Subsequent film shows the long construct failing at l3 and pulling out. This is addressed by extension to l2 and augmenting of screws with pmma. This is again at high risk of failure at l2 with a long construct stabilized to the pelvis in an osteoporotic patient, and the upper extent of the construct approaching the thoracolumbar junction.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.